Event description:
During a transfemoral tavr procedure, bav was performed with an edwards 25x4 balloon. A 29mm sapien xt valve was prepped with less 2cc of volume in the balloon. The valve was deployed slowly and landed in a 50:50 aortic/ventricular position in the native annulus; moderate paravalvular leak (pvl) was observed on tee. Immediately after valve deployment, the patient developed complete heart block and temporary pacing was initiated. Bp recovery was slow and incomplete. By tee there was moderate pvl; bp continued to decrease and a large pericardial effusion was seen. A surgical window was made and approximately 2 liters of bright red blood was removed from the chest. The patient was not a surgical candidate and there were no bailout options. The patient was placed on comfort measures and transferred to the unit where they expired. The annular rupture was attributed to valve over-sizing. The patient¿s aortic annulus measured 24x28mm on CT with an area of 529mm2 (borderline size for the 29mm sapien xt). The sinus of valsalva was 35mm in diameter; the sinotubular junction was 30mm in diameter. The annular calcification was described as mild; native leaflet calcification was moderated and there was no aortic root calcification.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, and conduction system defects injuries (heart block) which may require a permanent pacemaker, are known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, valve over-sizing may have contributed to the annular rupture. The patient¿s pre-existing right bundle branch block and the procedure itself are likely contributing factors to the complete heart block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.